Manufacturer narrative:
(B)(4): g2: report source australia. D10: item # 0202263301, ncbâ®, periprosthetic trochanter plate, left, narrow, lot # 3179492; item # unknown, unknown screws, lot # unknown. No product was returned to the product surveillance team for examination. However, three images taken within the operating theater and showing the reported products were provided. Both sides of the plate is shown. The plate is covered is biological debris but appears mainly inconspicuous. There are several screws present in the holes of the trochanter plate. The third image shows several explanted screws within a container, also covered in biological debris. No further assessment can be performed based on the provided images. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Surgical records were not provided. Two radiographic images of the left hip were provided. A re-fracture of the femur and detachment of the proximal portion of the plate (trochanter plate with screws) can be confirmed. A loose, free floating screw could additionally be identified. Based on the available information, the reported event can be confirmed during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. As per correspondence provided, "there was an underlying infection which has caused there to be a refracture of the femur resulting in a loss screw and detachment of plate." However, based on the available information, a definitive root cause for the reported event of femur re-fracture, detachment of the plate and loosening of the screw could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision approximately 1 month and 22 days after implantation due to infection resulting in refracture of the femur with loss of the screw and plate loosening. Attempts have been made and additional information on the reported event is unavailable at this time.